Event description:
It was reported that the device had a broken barrel clamp. No patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 25 aug 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 (B)(6) for scratch in display window and plunger detect which does not correlate to the customer reported issue.

Event description:
It was reported that the device had a broken barrel clamp. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a broken barrel clamp. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp, front cover, rear case, left/right iui, top disk holder, and internal frame. A review of the device history record showed the device had a manufacture date of 25 aug 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 200231771 for scratch in display window and plunger detect which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked of the assy clamp barrel insert molded. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a broken barrel clamp. No patient involvement.